Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 31-jan-2019, expiration date: 01-jan-2029, part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm ¿ sterile, lot number: h820582 (sterile) , lot quantity: 4. Two pieces were scrapped in cell at op #190, assembly, for unacceptable surface finish, dings and scratches. Work order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria apart from the two pieces noted. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Scn 15957 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 2l15805, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55 lot number: h681006, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 21-sep-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h806655 quantity 5 / h807470 quantity 1, lot quantity: 152 (72 and 80). Work order travelers met all inspection acceptance criteria. Inspection sheets met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h801893, lot quantity: 703 lbs. Certified test report supplied by perryman company dated 03-dec-2018 was reviewed and determined to be conforming. Lot summary report dated 17-dec-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 10-feb-2020: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary investigation selection, investigation site: cq zuchwil, selected flow: functional / damage. Visual inspection the returned tfna nail show some scratches in the guiding hole and its outside. The tongue of the locking mechanism inside the nail is damaged. Otherwise the rest of the instrument is in good condition. Summary: the complaint condition that a tfna helical blade slipped through the nail can be confirmed. However, it is clearly visible that the locking mechanism of the tfna nail was sheared off (got damaged) during use and consequently the reason was why the helical blade slipped through the nail. We strongly assume that the cause of this complaint is an alignment issue, excessive force, and/or not exactly following the surgical technique steps. We can confirm the visible damages are not from any manufacturing non-conformity. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h6: the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, patient underwent revision surgery due to migration of a trochanteric fixation nail advanced helical blade. Patient was implanted with tfna on (B)(6) 2019. Patient was treated with a hip prosthetic. Procedure was completed successfully. Patient outcome was as planned. Concomitant devices: locking screws (part: unknown; lot: unknown; quantity: 1), tfna end cap (part: unknown, lot: unknown, quantity: 1), tfna helical blade (part: unknown, lot: unknown, quantity: 1). This report is for a 10mm/130 degree titanium (ti) cannulated tfna nail. This is report 2 of 2 for (B)(4).